Event description:
It was reported that a malfunction alarm with an unresettable code occurred. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy. Technical support arranged for a replacement pump with updated software to be sent, provided storage mode instructions, and ensured the customer understood the steps needed for returning the faulty pump. Training on the new pump would be available to the customer.